Event description:
6/19/97-2.7. Single lumen cv (central venous) catheter inserted intraoperatively. 9/24/97-pt experienced an episode of respiratory failure related to an erosion of the central venous catheter through the inferior vena cava causing a pleural effusion in the right chest. The catheter was removed and the effusion was drained by chest tube.